Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a physician in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml) at a dose rate of 899.7 mcg/day. The indication for use was intractable spasticity and a head/brain injury. The pump eos (end of service) occurred on (B)(6) 2016 and the critical alarm was occurring. Since the pump reached eos, the patient experienced more dystonia and more spasms. The physician was considering replacing the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.